Event description:
It was reported to bsc that during an endoscopic retrograde cholangiopancreatography (male patient, age unknown) the cutting wire broke. The procedure was completed with another autotome rx. There was no reported complication or ill effect sustained by the patient. (See manufacturer's report no. 6000048-2006-00630 for corresponding report on the other autotome rx used in this procedure.)

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.